Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from colombia that the attachment device internal components were damaged. During service and evaluation, it was observed that the device was generally worn out. It was noted that the adaptor had general wear of the internal and external components. It was also noted that the device failed pre-repair diagnostic tests for physical condition of the equipment, and system grip needle function (insert a needle of 0.6 mm and drill a wooden saber and do the same for a needle of 1.6 mm), and unintended oscillations. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.